Event description:
It was reported that the device was used during a hemorrhoidectomy. The device fired an incomplete staple line. Case was completed with hand suture of staple line. There were no consequences to the patient.